Event description:
It was reported to boston scientific corporation that a resolution clip device was going to be used in a colonoscopy procedure performed on (B)(6) 2022. During the preparation, the product was broken, and the procedure was impossible to begin due to this event. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Initial reported address: b)(6). Impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.